Event description:
It was reported that the patient experienced a fall. It was further reported that the electrocardiogram reported possible pacemaker failure. The right ventricular (rv) lead also exhibited under-sensing. The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.